Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted due to unspecified reasons. A new 100ml ipp reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information and device evaluation provided in: describe event or problem, device codes, evaluation result codes, evaluation conclusion codes. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted due to unspecified reasons. A new 100ml ipp reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the reason for the replacement surgery was fluid loss. Beginning three months prior to the surgery the ipp was not working well. One of the cylinders was found to be broken. It was further reported that the ipp cylinders and pump were also explanted and replaced during the surgery. The location of the fluid loss was the right cylinder.